Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v475775, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported the patient had a loss of therapy and a loss of stimulation. The hcp stated "its not working properly" and the patient's symptoms increased early last week. The implantable neurostimulator (ins) was checked and stimulation was off. Stimulation was able to be turned on. The hcp though someone may have accidentally turned stimulation off with the patient programmer. The hcp planned to continue to monitor the patient to see if turning stimulation back on resolved the issue. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a healthcare professional reported that the patient's device was working and every time they check it everything is working as designed. No other actions had been taken or were planned.